Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the device was on a patient, there was a loss of pressure. The customer found that the bellow on the circuit was broken. This issue occurred two times. The customer did not report any information regarding if there was any patient harm or injury, at this time it is currently unknown.

Manufacturer narrative:
Additional information: describe event or problem. Device evaluation: device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Results of investigation: the carefusion manufacturing plant received the suspect components, 3100b circuits (bellows/water traps), and evaluated the devices. An evaluation of the components confirmed the reported issue, but was unable to determine a root cause as the products were manufactured per internal procedures.

Event description:
There was no patient harm associated with the reported issue.